Event description:
The end user's nurse/caregiver reported the end user has red irritated skin under her mass from 3 to 6 o'clock. She stated that the top layer of skin is missing and there is no drainage from skin noted.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).